Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, when attached the maryland bipolar forceps were not read the first time. They reattached it but the issue was not resolved. Customer used a back up instrument to resolve the issue. There were no delays. The procedure was completed with no reported injury.